Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds and loss of capture (loc). During a lead revision procedure, the lv lead was observed to have dislodged. The lead was explanted and replaced successfully with a different lead in the left bundle branch (lbb). No additional adverse patient effects were reported. The lead was sent back to the facility for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds and loss of capture (loc). During a lead revision procedure, the lv lead was observed to have dislodged. The lead was explanted and replaced successfully with a different lead in the left bundle branch (lbb). No additional adverse patient effects were reported. The lead was sent back to the facility for analysis.